Event description:
It was reported via repair work order that the head section could not hold weight due to being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.